Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to transition to multiple daily injections as a backup therapy.